Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury. Reference MDR (B)(4). The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subject to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position. E.1.: the initial reporter is located outside the united states, and therefore this info is not provided due to country privacy laws. See scanned page.

Event description:
The hospital reported that, during the case, tidal volume was not displayed, there was an alarm for apnea, and the flow sensor diaphragm was noted to be stuck open. The flow sensor was reportedly replaced. There was no reported pt injury.